Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance has increased to a high number and has shown spikes at undefined resistance, greater than 9999 ohms. The lead remains in use. No patient complications have been reported as a result of this event. The atrial lead continued to have high to undefined resistance along with intermittent capture.

Event description:
It was reported that the lead impedance has increased to a high number and has shown spikes at undefined resistance, greater than 9999 ohms. The lead remains in use. No patient complications have been reported as a result of this event.